Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has av-block iii and needed a new implantable pulse generator (ipg) because of elective replacement indicator (eri). During the battery change it was not possible for the physician to fix the ventricular lead with the setscrew, because of that there was pacing problem and exit block. Another ipg was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw and a set screw with a rounded socket. The set screw was found in the connector bore.